Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and blood glucose (bg) level in the 300 mg/dl range. Customer was treated with intravenous therapy and insulin drip. Contact believed the pump or pump supplies may have caused the event; however, contact was unable to provide any details regarding this allegation. Correction boluses were delivered to address bg prior to hospitalization. Additionally, contact alleged the customer had been hospitalized 12 times over the last 3 years due to dka; however, the customer's clinical diabetes education reported that the allegation of customer being hospitalized 12 times was erroneous.

Manufacturer narrative:
While at the hospital, the customers blood glucose (bg) level was under control while using the hospital's diabetes pump but bg levels would increase when customer switched to tandem pump. Customer's performed multiple infusion set site changes while at the hospital to address bg and customer was released from the hospital. Hospital release date was not provided.